Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that infection was observed on the system. A temporary wire was placed. Device and leads were explanted. No further information available.